Event description:
It was reported that bd alaris texium smartsite low sorbing extension set was damaged the following information was received by the initial reporter with the following: per customer - we had another incident in our infusion room with tubing breaking while fluids were running. This time it was only normal saline running in the line so I could send it back if you provide me with a return kit.

Manufacturer narrative:
It was reported by the customer that; we had another incident in our infusion room with tubing breaking while fluids were running. One photo was received for quality evaluation. Examination of the photo submitted indicates that the texium connector separated from the tubing set at the union between the extension set tubing and the texium connector body. The customer complaint of separation was confirmed from the photo provided. Due to a physical sample not being received a root cause analysis for the failure could not be conducted. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
One photo was received for quality evaluation. Examination of the photo submitted indicates that the texium connector separated from the tubing set at the union between the extension set tubing and the texium connector body. The customer complaint of separation was confirmed from the photo provided. Investigation for the root cause of the issue was forwarded to manufacturing. After investigation, the exact root cause of separation between tubing and male luer could not be determined since only photo was returned by the customer, however, the possible causes of separation could be related to a lack/excess of solvent by the assembler or lack/excess of solvent due to issues with the solvent dispenser. No further action will be taken to correct this issue at the manufacturing location as production of the product has been moved to a new location. A device history record review could not be performed because the lot number is unknown.